Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided noted patient was revised due to disassociation. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner pn unknown ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05024. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent revision due to noise, dislocation, and disassociation. During the revision procedure, the surgeon noted scratches on the femoral head. The surgeon worked approximately thirty minutes to attempt to disengage the taper and was unable to mobilize as it appeared to be bonded to the dome. Therefore, the surgeon had to remove the liner to break the taper off. The head and liner were removed and replaced. Attempts were made to obtain additional information; however, none was available.